Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a stent dislodgement occurred. When opening the packaging of the 3.5x32mm liberte' bare metal stent, it was noted that the stent was detached from the balloon. The device was not used and the procedure was completed with another liberte' stent. It was noted that the outer package was not damaged and that the problem was noted after the package was opened. As there was no patient involvement, no complications occurred.

Manufacturer narrative:
(B)(4).